Event description:
The user facility reported that the electrode loop broke during a gynecological procedure, but the users could not ascertain if any device fragments fell into the pt. The physician reportedly irrigated the area. The electrode was replaced, and the procedure was successfully completed.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding this report. It was reported that the electrode loop broke during a co2 laser laparoscopy with enterolysis adhesiolysis laparoscopic myomectomy, hysteroscopic myomectomy, with dilatory curettage. The physician was unable to determine if a piece of the loop had fallen into the pt but responded as if there was. The physician irrigated the area and it was reportedly assumed that if a piece had fallen into the pt, it would have been washed out. There was no pt injury and the procedure was completed using a different but similar device. No other equipment was replaced during the procedure. The device referred to this report was returned to olympus for eval. The device was returned in a biohazardous condition, which limited the eval to inspection only. The eval confirmed that the electrode cutting loop was broken off, and the returned portion appeared to indicate physical shearing at the fracture junctions. The device will be forwarded to OEM for further investigation. If significant additional info is received, a supplemental report will be provided. This report is being submitted as an MDR in an abundance of caution. Olympus america inc. Is filing mdrs on behalf of gyrus acmi and olympus medical systems corp. (B)(4).